Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm was reading 309 mg/dl and the blood glucose reading was 209 mg/dl. The patient went to the hospital when her bg was 400 mg/dl and sensor read high to be evaluated for hyperglycemia. She was hospitalized for 3 days and then discharged. During the hospitalization, she underwent testing and was diagnosed with pneumonia. She was treated with insulin, IV fluid, and antibiotics. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). 3004753838-2022-240230 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.